Event description:
Water leaked from the outlet connector during patency test just before implantation. The pt was given a general anesthetic. This delayed operation for approximately 15 minutes to exchange valve.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.